Manufacturer narrative:
MFR's report date 7/30/98. File# 4-98-195. The pump was returned & evaluated. Accuracy testing was performed & the pump was found to be within the +/-5% spec, however the mechanism gap was measured & found to have narrowed. It has been determined that if the gap becomes too narrow, it may become more difficult to correctly install the IV tubing, which may result in an overinfusion. In addition, the correct set loading procedure should be followed per the directions for use which states "close the mechanism by pushing the orange latch to the left. Verify that the tubing is fully within the mechanism & the air in line detector. Do not use the door to clsoe the orange latch." The MFR has implemented a label instructing the user on proper loading of the IV set with a warning that misloading the set may result in a freeflow condition. A safety alert, dated april 11, 1997, has been mailed instructing the user to: a) measure the mechanism gap. B) replace the follower housing assembly if necessary. C) ensure that the set is correctly loaded into the pump mechanism.

Event description:
It was reported that heparin was being infused at a rate of 20ml/hr. Bag was found empty shortly after infusion was started. There was no resultant pt complication.